Manufacturer narrative:
Additional information was recieved on november 26th, 2023 stating that the occlusion was resolved by changing the infusion set. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 119 mg/dl. The pump was replaced to address the issue.